Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5144630) on 26-aug-2023. The most recent information was received on 12-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("coil located near right femur in lower abdomen, it migrated between my femoral artery and femoral vein and will require major lifesaving surgery to remove it."), abdominal pain lower ("postoperative intermittent right lower abdominal pain, groin pain, worsening, right leg radiating nerve pain") and genital haemorrhage ("essure inserted to prevent pregnancy and stop ongoing hemorrhaging, this did not work") in a 53 year-old female patient who had essure inserted for female sterilisation and genital haemorrhage. Product or product use issues identified: contraceptive device removal incomplete ("hcp from former hospital erraneously left the medical device in me" on (B)(6) 2011). The patient had a medical history of uterine ablation. As concurrent condition the report mentioned menopause. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 184 days after essure insertion, she experienced abdominal pain lower (seriousness criterion intervention required). An unknown time later she experienced device dislocation (seriousness criterion intervention required) and genital haemorrhage (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy robotic da vinci method and hysterosalpingectomy with removal of one essure on (B)(6) 2011). At the time of the report, the device dislocation and abdominal pain lower had not resolved. The reporter considered abdominal pain lower and genital haemorrhage to be related to essure administration. No causality assessment was received for essure with regard to device dislocation. Diagnostic results (normal ranges are provided in parenthesis if available): [laparoscopy] on (B)(6) 2011: robotic da vinci method: uterus and both fallopian tubes removed, surgeon indicated everything was removed. [X-ray] in 2021: performed bilaterally full length on knees to monitor osteoarthritis - part of abdomen on image coil located near right femur in lower abdomen. In 2010, I had an ablation done on my uterus and essure implant inserted to prevent pregnancy and stop ongoing hemorrhaging. This did not work. In 2011, a hysterectomy was performed using the robotic da vinci method. I was told that both the fallopian tubes with each essure implant along with the uterus would be removed during the procedure. The surgeon indicated that everything was removed. Post-operatives, I have had intermittent right lower abdomen and groin pain, which I attributed to menopause and aging and has progressively gotten worse to the point where my right leg gives way from the pain. I have radiating nerve pain running down my right leg. In 2021, my orthopedic surgeon had full-length bilateral x-rays done on my knees to monitor my osteoarthritis. The x-ray caught part of my lower abdomen, pelvis, and femurs. The doctor noted a coil located near my right femur in my lower abdomen, which I was completely unaware was there. He suggested that I might want to get that removed. In 2022, started searching for a specialist who would be able to remove the coil from my body. Finally, I was able to get an appointment to hospital menopause and fertility clinic to address my menopause and get the coil removed from my body. Confirmed that the coil is an essure implant that the surgeon from the former hospital left in me and had migrated into my lower abdomen causing me a lot of problems. Dr. Is currently trying to determine if they can safely remove the coil without hurting me or worse yet, killing me. He is scheduling me for a MRI to determine what pocket in my abdomen cavity the coil is located. I will be happy to forward the imaging and reports if requested. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received from a consumer on 26-aug-2023 and was also reported via health authority food and drug administration (reference number: mw5144630) on 11-sep-2023. This spontaneous case describes the occurrence of device dislocation ("coil located near right femur in lower abdomen, it migrated between my femoral artery and femoral vein and will require major lifesaving surgery to remove it."), abdominal pain lower ("postoperative intermittent right lower abdominal pain, groin pain, worsening, right leg radiating nerve pain") and genital haemorrhage ("essure inserted to prevent pregnancy and stop ongoing hemorrhaging, this did not work") in a 53 year-old female patient who had essure inserted for female sterilisation and genital haemorrhage. Product or product use issues identified: contraceptive device removal incomplete ("hcp from former hospital erraneously left the medical device in me" on (B)(6) 2011). The patient had a medical history of uterine ablation. As concurrent condition the report mentioned menopause. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 184 days after essure insertion, she experienced abdominal pain lower (seriousness criterion intervention required). An unknown time later she experienced device dislocation (seriousness criterion intervention required) and genital haemorrhage (seriousness criterion intervention required). The patient was treated with surgery (hysterosalpingectomy with removal of one essure on (B)(6) 2011). At the time of the report, the device dislocation and abdominal pain lower had not resolved. The reporter considered abdominal pain lower and genital haemorrhage to be related to essure administration. No causality assessment was received for essure with regard to device dislocation. Diagnostic results (normal ranges are provided in parenthesis if available): [laparoscopy] on (B)(6) 2011: robotic da vinci method: uterus and both fallopian tubes removed, surgeon indicated everything was removed. [X-ray] in 2021: performed bilaterally full length on knees to monitor osteoarthritis - part of abdomen on image coil located near right femur in lower abdomen. In 2010, I had an ablation done on my uterus and essure implant inserted to prevent pregnancy and stop ongoing hemorrhaging. This did not work. In 2011, a hysterectomy was performed using the robotic da vinci method. I was told that both the fallopian tubes with each essure implant along with the uterus would be removed during the procedure. The surgeon indicated that everything was removed. Post-operatives, I have had intermittent right lower abdomen and groin pain, which I attributed to menopause and aging and has progressively gotten worse to the point where my right leg gives way from the pain. I have radiating nerve pain running down my right leg. In 2021, my orthopedic surgeon had full-length bilateral x-rays done on my knees to monitor my osteoarthritis. The x-ray caught part of my lower abdomen, pelvis, and femurs. The doctor noted a coil located near my right femur in my lower abdomen, which I was completely unaware was there. He suggested that I might want to get that removed. In 2022, started searching for a specialist who would be able to remove the coil from my body. Finally, I was able to get an appointment to hospital menopause and fertility clinic to address my menopause and get the coil removed from my body. Confirmed that the coil is an essure implant that the surgeon from the former hospital left in me and had migrated into my lower abdomen causing me a lot of problems. Dr. Is currently trying to determine if they can safely remove the coil without hurting me or worse yet, killing me. He is scheduling me for a MRI to determine what pocket in my abdomen cavity the coil is located. I will be happy to forward the imaging and reports if requested. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-sep-2023: consumer report was also received via health authority: medical history added. Test data provided. Surgery specified. Events added: abdominal pain, genital bleeding, complication of device removal. Outcome and imdrf codes updated. Comment and causality assessment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("it has recently been discovered that the coil migrated between my femoral artery and femoral vein and will require major lifesaving surgery to remove it.") In a 53 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. At an unknown time, she experienced device dislocation (seriousness criteria hospitalisation and intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the event had resolved. Essure was removed on (B)(6) 2011. No causality assessment was received for essure with regard to device dislocation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.